Event description:
It was reported that right ventricular lead had high capture thresholds and a lead repositioning was attempted but the helix would not re-extend and the lead was extracted. They attempted to replace the lead but it was unable to be placed due to anatomical issues. Lead was able to be replaced in a later procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and the distal conductor was fractured. It was noted that the helix can not be extended or retracted due to the distal conductor being distorted and fractured within the connector. It was also noted that the defibrillation conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, there was a tip seal observation and there was apparent explant damage. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the inner tubing was kinked/buckled.

Event description:
It was reported that the right ventricular lead had high capture thresholds and a lead repositioning was attempted, but the helix would not re-extend and the lead was extracted. They attempted to replace the lead, but it was unable to be placed due to anatomical issues. Lead was able to be replaced in a later procedure. No patient complicatons have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.